Manufacturer narrative:
Exemption number e2019001. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of hematoma and pain are listed in the perclose proglide instructions for use, as known adverse events associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic right and left catheterization procedure. Reportedly, the patient experienced pain during the procedure and during the use of the proglide device. Although pain was experienced, the proglide device did not have any malfunction and hemostasis was achieved with the same device. An ultrasound was performed and the vascular surgeon and the physician who deployed the device confirmed the proglide device had no issue or was related to the pain the patient experienced. Everything was fine at the closure site. The next day the patient was taken to surgery as a hematoma had developed. The vessel was repaired and the hematoma was evacuated. The patient had prolonged hospitalization and the groin was closed via surgical suturing. Patient was discharged. There was no reported clinically significant delay in the procedure or therapy.